Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. Analysis was unable to perform occlusion test and excessive no delivery test due to prime anomaly. Analysis was unable to verify excessive no delivery alarm due to prime anomaly. The insulin pump was monitored and had no grinding sound anomaly during rewinding noted during testing. The insulin pump was received with minor scratched display window and broken reservoir tube lip.

Event description:
The customer's son reported via phone call that the insulin pump had grinding sound during rewind. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.